Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01428.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal bleed using ruby coils. It was noted the patient¿s anatomy was somewhat tortuous. During the procedure, while attempting to advance two ruby coils out of the non-penumbra microcatheter, the physician experienced resistance and both coils would not advance pass the same point in the microcatheter. Therefore, the ruby coils were removed and the procedure was completed using the same microcatheter, a plug and two additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The embolization coils to both ruby coils were intact with their respective pusher assemblies. There was no visible damage to the ruby coils. Evaluation of the returned devices revealed that both ruby coils could be advanced through a demonstration microcatheter without issue. Therefore, the inability to advance the ruby coils could not be confirmed. The tortuous patient anatomy likely contributed to the resistance experienced during the procedure. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.